Event description:
It was reported that the bd alaris system was not providing low battery alarms and an infusion being stopped due to battery depletion.

Manufacturer narrative:
Correction on initial report: d.1, d.4 & g.5 . Additional information provided: d.11 . No device history or qn search was performed since no source device serial number was reported by the customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the bd alaris system was not providing low battery alarms and an infusion being stopped due to battery depletion.